Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a short study. Technical support logged into the customer's computer and confirmed that instead of 48 hours, the study was only 23:50 hours and there were also a number of "ignores" in the study because the capsule fell off. The recorder worked correctly during the previous procedure. There was no patient and user harm and a repeat procedure was necessary.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. The customer reported they had a short study. The reported condition was confirmed. The investigation found that the reported condition was due to bravo system communication failure. The investigation isolated the failure to the bravo communication system, but a cause was not identified. If information is provided in the future, a supplemental report will be issued.